Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the pump was explanted and would be returned.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) 6.0 mg/ml at 1.99 and bupivacaine 13.5 mg/ml at 4.492 via an implantable pump for non-malignant pain. It was reported that a patient had their pump refilled yesterday, physician was notified that the patient was very drowsy and somnolent , patient went to the hospital. The physician aspirated the drug from the pump expecting 39cc, but the actual drug amount was 35cc. The physician was decreasing the pump rate overtime to then put saline in the pump. The patient and family were expressing they would like the pump explanted. It was unknown if the issue resolved. It was also reported that surgical intervention was planned, but not yet scheduled. The patient's status was "alive-no injury". The patient's weight and medical history were asked but made unknown. Additional information was recieved from the company representative (rep) stated that yesterday (2024-06-17) the healthcare provider (hcp) accessed the pump to measure volume and they were expecting 34 ml and got out 31 ml.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the physician had taken out the medication and filled the pump with saline. The cause of the discrepancies had not been determined. At the time of this report, the patient was doing well with no symptoms. Surgery had not been scheduled.

Manufacturer narrative:
H3. Analysis of the pump identified the device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.